Manufacturer narrative:
Company representative evaluated the unit and identified an issue with the mpm module. Corrections included repairing the cracked solder joints on the front panel. Unit was safety tested to factory specifications.

Event description:
Customer reported an issue with the beneview monitor, which may have affected ECG monitoring. No patient injury was reported.